Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to frequent implantable pulse generator (ipg) charging and magnetic resonance imaging (MRI) preferences. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was discarded by the hospital and will not be returned for analysis. Electrocautery was used. Postoperatively, the patient had full pain coverage and no impedances were perceived.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative as the issue had been ongoing on recent months.